Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected the critical block and inverse critical block did not add to zero alarms during testing however, the critical block and inverse critical block did not add to zero is found in the downloaded history files due to a hardware error, fault isolated to the electronic assembly. The pump was received with the case cracked behind the pump near the battery compartment. No battery failed or post-reset ram crc alarm noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to complete rewind. Customer was able to clear alarm. Customer did self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.